Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use biliary drainage stent v became entangled with a metallic stent and could not be pulled out. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the information obtained from this complaint and the investigation results was insufficient to identify the cause of the problem. Based on the information provided, we believe that the stents became entangled when pbd-v630p-0711j was attempted to be placed while the metal stents were still in place. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.